Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a a17 and a21 alarm on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer stated that she did a battery change last night and the alarms due to the low battery to one bar. The a-21 alarm is not recurring during normal insulin pump use. It was explained to the customer that the insulin pump experienced an unexpected restart. The customer was advised to monitor the insulin pump. The customer was asked to troubleshoot a17 alarm. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer was advised to disconnect and remove reservoir from the insulin pump. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.